Event description:
A complaint was received that indicated that the glucometer 3 with memory was reading lower than expected. The customer stated that on the date of the event in the morning a blood glucose reading of 34 mg/dl was obtained. Latter - 12:00 pm it was 64 mg/dl and at 1:20pm it was 51 mg/dl. However, the pt was vomiting and burning up. A nurse was called and told to give the pt some orange juice and sugar. At 4:30 pm the reading was 45 mg/dl. The pt was taken to the hospital where a blood glucose reading of 1070 mg/dl was obtained. The exact time difference was unknown nor is the method used. While on the phone an eval of the system was attempted. The customer refused to troubleshoot. A request was made to return the system for eval. In the meantime a replacement unit was offered.